Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and keypad of insulin pump did not work. The customer blood glucose level was 476 mg/dl and treated with manual injection. Customer declined to troubleshoot. Customer stated insulin pump was not dropped or bumped and no alarms prior. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to unresponsive buttons.